Event description:
Patient reports one of her premixed remodulin cassettes came to her leaking. Patient will use her emergency kit for that cassette. No interruption in therapy or side effects. Lot number not known. Patient discarded cassette. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.